Event description:
It was reported by service report that the fowler was drifting and unable to support patient weight and the crossbar release was bent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; bent release crossbar on the breakaway head section.